Manufacturer narrative:
The product reported in this report is an exported device not cleared or approved for marketing in the u. S. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367). Investigation findings: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): please refer to the japanese IFU for precautions, warnings, and further information. The following is taken from the english version: 6.detachment of the coil. 6-1 place the detachment controller removed from the protective packaging in a clean field. Caution·do not detach the coil using any power source other than the detachment controller. 6-2 connect the proximal end of the pusher catheter to the detachment controller by firmly inserting the proximal end of the pusher catheter into the funnel section of the detachment controller. Observe the state of the light 3 seconds after connecting.(see figure 1) caution if the pusher catheter is not connected properly, the controller will not activate. Since the controller does not have an on/off switch, do not press the side button of the detachment controller. Keep blood and contrast away from the proximal end of pusher catheter. If there appears to be blood or contrast, wipe with sterile water or heparinized saline solution before connecting to the detachment controller. [Detachment controller may not work properly.] If a red light appears or if the light does not appear, replace the detachment controller. 6-3 when the detachment controller is properly connected to the pusher catheter, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. 6-5 push the detachment button to detach and deploy coil. When the button is pushed, an audible tone will sound and the light will flash green. 6-6 at the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the coil does not detach during the detachment cycle, re-insert the pusher catheter into the controller and attempt another detachment cycle when the light turns green. Caution·the light will turn red after the 20 cycles of detachment, so if the red light comes on before the detachment operation, discard the detachment controller and replace it with a new one. If it does not detach after the third attempt, remove the delivery system and replace.

Event description:
It was reported that during a coil embolization procedure, a coil was inserted into the vessel, and an attempt was made to detach the implant; however, the implant would not detach. A second attempt was made using a new v-grip, but the implant still did not detach, although audible tones sounded. During retrieval of the coil, the implant prematurely detached. The implant was retrieved using a snare and removed from the patient. Another coil was then used to successfully complete the procedure. The patient had no health damage.